Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection of ultrasonic output and appearance. Upon inspection and testing, the tissue pad was observed to worn out and partially peeled back. Root cause for the event cannot be conclusively identified. However, it can be inferred that the ultrasonic output was possibly activated when the grasping section was not grasping anything (this includes after tissue resection). This might have caused the tissue pad to wear out and partially peel off. The instructions for use includes the following statements that warn against the issue: ·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a therapeutic gynecological laparoscopic procedure, the tissue pad of the device melted after first output. The settings at the time are unknown. The procedure was completed by replacing the device with a new one. There is no reported harm or adverse impact to the patient. The doctor is experienced in the use of the device and generally uses the device with maximum output.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. It is not known if the device was inspected prior to use, if the generator connection points were inspected, if there was cable damage, nor if the transducer cords were bundled.